Event description:
During its removal a catheter ruptured at marking 7.5cm and 8.5cm in the vein. The catheter had to be removed surgically. Catheter worked well for two weeks. 5% glucose solution infusion permanently via catheter, no bolus injection. Inserted via right saphenous vein.

Manufacturer narrative:
Although this malfunction occurred in 2009 it is being reported to FDA as a result of a (B)(4) audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint cannot be classified. The sample received consisted of three fragments: a) distal to 75 mm, b) 75 mm to 85 mm and c) 85 mm to proximal end. Microscopic analysis of fragment a) showed a 90 degree angled catheter tubing with severe outside incrustations of blood residues resp. Tissue elements. The proximal end of fragment a) showed typical signs of a tensile fracture with a typical "nose". No hint for a material defect was found. Fragment b) showed traces of tensile elongation, like a reduced outer diameter and a stretched ruptured end. Likewise incrustations of blood residues are visible. Fragment c) showed traces of a tensile fracture at its distal end with typical "nose" forming. There is no hint for a material defect found. Catheter seems to have been adhering to the veinous wall at its distal end and was subject to a high tensile force during removal. We did not find any reason, why the catheter fragmented twice.